Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, during interrogation, the false atrial tachycardia related to oversensing was observed on the atrial lead. No intervention was performed. The patient was stable.